Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of peritonitis was unknown. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis and other unrelated events seven days after onset. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. It was not reported if hospitalization was prolonged due to the peritonitis. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.